Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Customer reloaded the same cartridge and received another inaccurate fill estimate. Customer's blood glucose level was not impacted. Tandem technical support explained possible causes with the customer. Customer understood and declined follow up.